Manufacturer narrative:
Subject device is not available.

Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of a left internal carotid artery (ica) occlusion, the retriever fractured in the proximal middle cerebral artery (mca) resulting in a hemorrhagic infarct. Retrieval of the fracture portion was unsuccessful and decompressive craniectomy was performed on the patient. No additional information is available.

Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of a left internal carotid artery (ica) occlusion, the retriever fractured in the proximal middle cerebral artery (mca) resulting in a hemorrhagic infarct. Retrieval of the fracture portion was unsuccessful and decompressive craniectomy was performed on the patient. No additional information is available.

Manufacturer narrative:
The device is not available for analysis; therefore the cause of the retriever fracture and un-retrieved device fragment cannot be determined. However, hemorrhage and stroke are known risks associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to these events.